Event description:
Clinical complaint - (B)(6). Delta xtend shoulder study. Tendency to dislocate, cup revised.

Manufacturer narrative:
This complaint was submitted after the 30 days requirement. A letter of explanation has been attached. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.